Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Neck of the prostheses is broken 9 years after implantation . Luxation of the hip. Neck fracture of the prostheses. Revision is planned on monday (B)(6) 2016. 2007 first surgery after 4 years change from ceramic liner to poly liner. Update 27 jul 2017: email notification from steve backhouse received. There is no new information added. This complaint was update on: aug 15, 2017. Update aug 15, 2017: additional information received. Updated the cup product. There is no new information added that changes the MDR decision. This complaint was updated on: aug 18, 2017.

Manufacturer narrative:
(B)(4). Investigation summary: the complaint was reopened in unity due to additional information received stating that the complaint was due to implant fracture of the stem this was already noted in the previous complaint which can be referenced for further details. No further actions identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.